Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, closure separation was seen with one (1) tube. The instrument successfully pulled off the cap while the stopper remained in the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received two (2) photos for investigation. After review and analysis of the customer photos, closure separation was observed, as the stopper remained within the tube while the hemogard shield was removed. A total of 29 retained samples were sent for functional tests, all of which passed. Based on a review of batch records, no definitive root cause from manufacturing was identified as a contributor to the customer-reported defect of closure separation. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, closure separation was seen with one (1) tube. The instrument successfully pulled off the cap while the stopper remained in the tube. No adverse impact was reported regarding the patient or user.